Manufacturer narrative:
Evaluation of the battery pack and AED related to this complaint confirmed the reported issue; however, the cause of the depleted battery could not be determined. The customer was referred to a distributor to purchase a replacement battery. During bench testing of the AED it was identified that once the new battery was installed and a manual self test run the AED functioned as designed. As a follow-up, proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's battery was depleted. When tested with a spare battery pack, it powered on and prompted a service code. They reported this did not occur during patient use.